Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign material was in the air/water nozzle. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the blackout image was defects in the circuit board or contacts within the video connector. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the colonovideoscope experienced a blackout. The issue occurred during preparation for use. There was no patient involvement.